Manufacturer narrative:
(B)(4). Concomitant device: item number: 00-1015-332, 4.5mm cannulated screw x 32mm full thread, lot number: unknown. Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the placement of pediplate, two screws fractured during insertion. Both screws were removed from the patient. A delay of thirty minutes was noted. No adverse events have been reported as a result of the malfunction.